Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no image. It was observed during cleaning and disinfection of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure "no image, no longer working"" was confirmed. The device evaluation found the r-unit is broken, and image is purple. Based on the results of the investigation, the reported issue was confirmed and found to be due to damaged r-unit. Olympus will continue to monitor field performance for this device.

Event description:
N/a